Manufacturer narrative:
Review of the device history record indicates that the device was mfg to specification.

Event description:
Pt with a total knee implant reported pain. Surgical intervention occurred. During the procedure, poly inserts were exchanged and patella implant was implanted.